Event description:
It was reported that blood was seen inside the ambicor penile prosthesis (app). A new app was implanted. No patient complications were reported in relation to this event.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device technical analysis: the ambicor cylinders, pump and tubing were visually inspected. Cylinder 1 has a leak in the proximal cylinder body attributed to sharp instrument damage; hole was present. There was no damage to cylinder 2, the tubing, nor the pump. Product analysis therefore confirmed the reported fluid leak and concluded it was likely caused by sharp instrument damage. An investigation conclusion code of unintended user error caused or contributed to the event was concluded. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a review of the ambicor hazard analysis was completed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to device labeling. The manual was unlikely to be the cause of the reported complaint.

Event description:
It was reported that blood was seen inside the ambicor penile prosthesis (app). A new app was implanted. No patient complications were reported in relation to this event.